Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 12:02 pm he checked his blood sugar with his adc blood glucose meter and received a reading of 259 mg/dl. He then self-administered 12 units of humalog insulin. Approximately 45 minutes later he became "sweaty" and experienced a loss of consciousness and fell on the floor of his bathroom. Customer's father found him there, attempted to give him apple juice and then called the paramedics. Upon arrival the paramedics received a reading of 43 mg/dl on their unknown brand of meter. Customer was treated on the scene with an unspecified tablet and shot "to raise (his) blood sugar" and transported him to a local healthcare facility where he was diagnosed with hyperglycemia. At the hospital readings of 400 mg/dl and approximately 300 mg/dl were received on an unspecified device. Customer was then treated with an intravenous infusion of unknown type in addition to being given "shots" to lower his blood sugar. A subsequent reading of 250 mg/dl was received and customer was discharged the next day at 2:00 am. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.